Event description:
Customer reports employee received a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 23369j, reader sn (B)(4). Cue covid-19 tests performed on (B)(6) 2022 provided negative results. On (B)(6) 2022, individual tested negative with an unspecified covid-19 rapid antigen test. Customer also states individual was going to have a covid-19 pcr test performed, however, the result was not provided. Individual had no symptoms. See case-(B)(4) for additional false positive result.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were two previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Retains of the cartridge lot were tested and yielded correct results. Retain testing could not duplicate customer complaint. Root cause was undetermined.